Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. No information has been received regarding any parts replacement. Provided ventilator logs were reviewed. The user facility stated that the ventilator turned off on (B)(6) 2019 at approx. 09.40 am. The logs show occurrences at that time of panel disconnected alarm, which indicates a communication failure between the user interface and the patient unit. It will lead to a loss of displayed information on the user interface but will not lead to stop of ventilation. The user interface will blank out but ventilation continues unabated with the set parameters prior to the alarm. The blanking out of the screen may be perceived as the ventilator shuts down while on a patient. The remedy for this alarm is to check the control cable between the user interface and the patient unit. This was performed by the user facility and the control cable connections were tightened. However, prior on the same day for nearly 2 hours, there are several alarms for airway pressure high, respiratory rate high, regulation pressure limited and expiratory minute volume low. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. The combination of alarms indicates that the pressure level required to achieve the set tidal volume cannot be delivered. The airway pressure exceeds the preset upper pressure limit and the ventilator alarms for airway pressure high and regulation pressure limited. The alarms are indicative of a blockage in the patient breathing system. The ventilator was finally shutdown by the user by using the on/off switch and this was not preceded by a normal setting of the ventilator into the standby mode. It was logged as a normal shutdown by the user with no technical error indicating that there was no fault with the on/off switch. Further information was requested regarding the surroundings before the time the ventilator was reportedly turned off by itself, but none was received. According to the test log, the ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a malfunction affecting the ventilation at the time of the event. The panel disconnected alarm was confirmed. The conclusion into this case is that the ventilator did not shutdown at the time of the event. The ventilator detected and generated alarms for the panel disconnected and for a high pressure situation. The cause of the high pressure situation has not been determined.

Event description:
It was reported that during patient treatment, the ventilator turned off. The patient desaturated, unknown how low. Final patient outcome was no injury. Manufacturer's ref # : (B)(4).